Event description:
Patient reported that battery dead, cannot force start after multiple charge attempts. Unit was no longer needed because of no pain. Did not charge for a significant amount of time. Pt worked with a manufacturer representative on multiple occasions to try and hard reset/hard restart unit but had no luck. Tried charging for over 4-6 hours and juice, no power went to dead battery. Unit is completely dead. The issue was not resolved. Device remains in patient. Patient's weight at the time of the event 250-260 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the implant has been off for 5yrs. Patient stated reason for not using or charging ins is because she retired and she was not on her feet as much and not bending or twisting as much and her back didn't bother her so she stop using and charging the implant. Patient stated she was in the hospital jan 2021 and needed an MRI and spoke with rep in july 2021 and rep assisted her and the nurses to restart the implant and they could not get the ins recharge while she was in the hospital. Patient services specialist (ps) reviewed the ins in possible overdischarge state and recommend patient consult with hcp ofc for next steps. Ps reviewed device function. Ps reviewed MRI information. Patient stated they need an MRI and the hospital need a letter that says she is able to have an MRI with the scs implant. On (B)(6) 2023, additional information was received from the patient clarifying that they couldn¿t restart the implant due to it being a totally dead battery. The unit had not been used for a while and the battery would not charge. The patient indicated that the battery was completed dead due to not charging it for a significant amount of time as they were not using the device. The patient contacted the manufacturer and got assistance to attempt to charge the battery and to try to turn on the device to put into MRI mode. It was reported that all attempts were unsuccessful. The patient stated that the issue was not resolved and that they need a letter for MRI purposes from the manufacturer to prove to the hospital that the unit and battery were completely dead. The patient could not have an MRI done until they get the letter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they hadn't charged their device in 4 or 5 years because they didn't have any back problems. They were needing a letter indicating the device was dead and couldn't be "boosted". When the patient met with the rep they couldn't charge the implant. Overdischarge information was reviewed. The patient was redirected to their hcp.